Event description:
It was reported that the patient presented in-clinic for unknown reason. Upon fluoroscopy imaging, it was observed that the right-ventricular (rv) lead was dislodged. As a resolution the lv lead was explanted and replaced. The patient condition was stable.